Manufacturer narrative:
Fa codes were updated. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) power button was stuck and unusable. The customer used forcetriad esu to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the csr and obtained the following additional information: ports were placed when the issue was identified. The customer used a third-party generator (forcetriad) to continue with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the power button was getting stuck upon being turned on and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed. The reported problem was confirmed as having occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was placed on a well-known system and the cauterized, all ports recognized instruments. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed physical damage to the power button on the erbe generator.